Event description:
Clinical study. Same case as 2134265-2008-00314, 00315. It was reported that 404 days after a coronary drug eluting stenting treatment procedure, the pt had in-stent restenosis (isr) and required a target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction (ami). The index procedure treated a 3.0x18mm, 80% stenosed, de novo lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of three overlapping taxus express2 drug eluting stents of size 2.5x24mm, 2.25x20mm, and 3.0x20mm. Maximal residual stenosis was 5%. The procedure also treated a 2.5x10mm, 90% stenosed de novo lesion in the proximal 1st diagonal branch (dx1) with predilation and placement of a 2.5x13mm non bsc bare metal stent. Following post-dilation, maximal residual stenosis was 5%. The pt was discharged 8 days later on aspirin and clopidogrel. On 404 days post index procedure, the 13 month follow-up angiography detected isr. The pt was asymptomatic. Percutaneous transluminal coronary angioplasty (ptca) was performed 55 days later. Three non-bsc stents of size 3.5x33mm, 3.5x33mm, 2.5x23mm were placed in the target lesion. The event was resolved. The physician assessed the event as definitely related to the study device, but probably related to the study procedure.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, the root cause of this complaint will be documented as anticipated procedural complication.